Event description:
Event description guidant received information that a pnuemothorax was observed immediately post implant. Three days later, a loss of ventricular capture, out-of-range ventricular pacing impedance, and ventricular oversensing was observed. The clinican also mentioned difficulty inducing an arrhythmia during device based testing at implant.